Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected.

Event description:
Reporter indicated that high lead impedance results were obtained from diagnostic testing. The pt has also presented with an increase in seizures, relationship to pre-vns baseline unknown. Investigation of in-house diagnostic history showed various high lead impedance dating back several years. Revision surgery is likely. Good faith attempts to gain additional information have been unsuccessful to date.